Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) checked activity logs and confirmed that no transactions had occurred in the past 24 hours. However, a 'drawer failed to open' error was observed. The fse shut down the station, replaced the retractor band on drawer, and replaced the hard stop on drawer. After restarting the station, all indicator lights were present. The fse tested the drawers using the hardware test application (hta) and found no issues with any of the pockets. Rx was engaged to recover the main application and test both drawers, which were confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.